Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during applicative test connection error was noticed three times.

Manufacturer narrative:
The device (B)(4) has not been installed yet on the customer site. The incident occurred during an applicative test while the device was under the controll of zimmer biomet.further investigation into this event will be performed through the non-conformance management process.